Manufacturer narrative:
Investigation summary: no returned samples or actual defect samples for investigation, DHR was reviewed and no qn found, clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. Conclusion: based on the investigation above, the certain cause cannot be concluded at the moment. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Root cause: based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported before use the pen needle 31gx5mm 7 pack was unable to be primed or difficult to prime. The following information was provided by the initial reporter: "the needle was blocked and it didn't flow the fluid, there was one needle which was influenced, and it caused one box medicine's damage¿.